Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient fell and the pump had flipped on (B)(6) 2018. There were no therapy interruptions. The patient was scheduled for a pump revision on (B)(6) 2018. The issue was not resolved at the time of the report and the patient was "alive; no injury." There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the patient underwent successful surgery on (B)(6) 2018 to flip the pump. There were no issues. There were no further complications reported at this time.